Event description:
Receptal liner has a tighter fit when removing the liner. Due to the tighter fit, the connecting elbow broke in their effort to remove the liner from the canister and the nurse splashed their uniform and arms with contaminated products. The nurse did not require a visit to health services and did not experience any untoward effects due to this incident.